Event description:
We are told it is due to the use of complete moistureplus contact lens solution. My son had a cough that acted like something was in his throat. "We took him doctor as a cold. It was not." His eyes were red, itchy, blurry, and other similar issues. After a few months, we got very worried. Someone said it could be serious, to take him to the doctor again and have his eyes checked for virus. We did... And the doctor put him on very expensive meds to clear up this problem. Had him to pitch his solutions and contacts and case. Dates of use: 2006 - 2007. Diagnosis or reason for use: contact solution needed. Event abated after use stopped or dose reduced? No.